Event description:
It was reported that erosion occurred. A pocket revision was performed and the implantable cardioverter defibrillator (ICD) was placed sub-muscular. Eight days later noise and oversensing was observed on the right ventricular (rv) lead. Noise was reproducible with pocket manipulation. It was suspected that there was a loose set screw; defibrillation therapies were programmed off. Subsequently, the pocket was opened and the rv lead was disconnected from the device and reattached. No oversensing has been noted since. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011. (B)(4).